Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the scope was not sterile. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was partially confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint shows no problem was detected. Either it was not confirmed that there was a problem with the device. Reported problem cannot be reproduced during investigation. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.